Event description:
The customer reported that on 10/31/1997 vasoseal was used following a diagnostic catheterization procedure. The next day the patient complained of pain at cath site. The patient developed a large ecchymotic, painful area with severe swelling and drainage at site. The patient went to or for debridement and a hematoma removal. Patient was put on demerol injections and broad spectrum antibiotics. The patient remains in the hospital with other medical problems. Cultures revealed a staph aureus infection.